Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out-of-range pacing impedance on the non-boston scientific right ventricular (rv) lead. There was no noise noted on the lead, and the impedance trends had been relatively stable in the 400-600 ohms range. The patient is 100 percent biventricular paced. The patient's underlying rhythm is unknown. Additionally, there were pacemaker mediated tachycardia (pmt) episodes noted in the stored data of the crt-d that appeared to be due to ectopic beats in the ventricle and retrograde conduction. The health care professional (hcp) plans to further evaluate during the patient's next in-office visit. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
Additional information was received indicating that another out of range pacing impedance measurement occurred on the non-boston scientific right ventricular (rv) lead connected to this device. Review also noted a recorded episode with noise an oversensing. The physician had reportedly programmed off ventricular tachycardia therapies in december of 2018. No adverse patient effects were reported. This device and the non-boston scientific rv lead remain in service.